Event description:
Had implants (saline with silicone lining) in (B)(6) 1988 and was told in 2009 from plastic surgeon no reason to exchange but over past 19 year have had multiple health problems and symptoms and cannot pinpoint that feel are solely related to breast implant illness. I have anxiety, depression, 20 years of digestive and intestinal issues (have lead to other serious issues and surgeries), ribcage pain, insomnia, bruising problems and joint pain. FDA safety report ID# (B)(4).